Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was undersensing p-waves. The lead was capped and replaced. No patient com plications have been reported as a result of this event.